Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was under delivery and the insulin pump was not working. The customer¿s blood glucose level was 200 mg/dl and treated with manual injection. Customer has been using insulin pump system within 48 hours of reported high blood glucose events. Reasons why customer alleges insulin pump was under delivering because they were experiencing high blood glucose. The customer also reported that drive support cap was normal. The customer reported that the displacement test failed. The device will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/and excessive no delivery test or verify possible under delivery anomaly due to blank display.